Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 167 mg/dl, 357 mg/dl, and 158 mg/dl. No actions taken based on device results no adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
During the anastomosis procedure, after the surgeon fired the device, the ring protruded ventrally through the colon. The device was thereafter jammed and could not be opened or closed. The surgeon has resected the tissue at the site of the intended anastomosis and completed the procedure using circular stapler.